Event description:
It was reported that a dissection occurred. The patient presented with myocardial infarction (mi). The target lesion was at the distal right coronary artery (rca). A 3.00 x 20 mm agent drug-coated balloon (dcb) was selected for percutaneous transluminal coronary angioplasty (ptca). Following predilatation with a 2.50 mm nc balloon, the agent dcb was advanced and inflated at the lesion site. During the procedure, a type c dissection was observed at the distal rca, resulting in flow limitation and timi 2 flow. A synergy xd stent was deployed to cover the dissection and successfully complete the procedure. There was no further patient complications reported. The patient remained stable post-procedure, was closely monitored, and made a full recovery.